Event description:
The company sales representative reported the incident in january 2005. During alaparoscopic cholesystectomy, surgeon was attempting to ligate the cystic duct when the applier jaws locked with clip in applier jaw and would not reopen. Surgeon was required to make another access port to insert applier. Surgeon then proceeded to ligate on both sides of locked applier jaws and removed section of ligated duct. Additional twenty (20) minutes of surgery time required.